Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up during which the physician was unable to interrogate the pacemaker. A magnet was tried to no avail. As such, the pacemaker was explanted. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed in the laboratory. Battery assessment of the device after cut open procedure revealed that the battery had reached eol. After replacing the battery and downloading product code, the device was tested on the bench and no anomalies were found. Device telemetry was normal. Based on all available parameter and usage information, device longevity was found to be within the expected limits.